Manufacturer narrative:
Procedure: liver resection. According to the reporter: (B)(4).

Event description:
According to the reporter: staples didn't close properly during a liver resection. No reinforcement material was used in conjunction with the stapling device. There was add'l blood loss of more than 500cc and the patient received a transfusion. Surgery time was delayed by more than 30 minutes.